Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there were episodes of automated mode switch (ams) noted on the device due to noise on the right atrial (ra) lead potentially caused by myopotentials. No action has been taken at this time and the patient was stable with no consequences.